Event description:
Patient developed endophthalmitis 3-days post-operative. A vitreous tap was performed. Patient's prognosis is fair to poor. Unknown if event is product related. Lens remains implanted in the patient's eye.